Event description:
Patient reports "changes" in the right breast and "attempts were made to achieve the best possible result with multiple corrections". Medical report shows a suspected capsular contracture baker grade IV, significant deformation of the right breast and chronic pain on the right side. Sonographic testing showed periprosthetic fluid seam on the right side. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Event description:
Patient has confirmed that no cancer cells were found in the tissue or the fluid.

Event description:
Healthcare professional late reported "capsular contracture, baker grade IV, device rupture, seroma-late, and alcl, diagnosed by ultrasound and palpation. It is unclear if the patient was diagnosed with alcl or was at risk of alcl. [Physician] mentions pathological examination necessary." Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: device rupture, alcl. Implanting physician: dr. (B)(6).